Manufacturer narrative:
It is unk which subset of vitoss was used in his procedure or which lot number of device was used, therefore, no device history review could be completed. As no infection was confirmed, it is conceivable that inflammation was device or procedure related rather than infection related. While no widely reported, inflammation around the device site has been noted in the past. No infection has ever been causally related with vitoss. It is unk whether this adverse event is device related. Should any further info become available, a follow-up report will be submitted.

Event description:
It was reported that a pt was treated with 20 ml of the device within the frame of removal of a humerus cyst. In addition, an osteosynthesis plate had been used for stabilization. Two weeks after surgery, the pt developed fever and moisture in the area of surgery. The crp value was increased but there were no other signs for infection. Because there was no improvement of symptoms, the device was explanted. The pt was symptom free after device removal. It should be noted that this procedure was performed outside of the united states.